Event description:
Consumer reports using plink meter for testing pt's blood and getting very different readings from their other meter. Analysis run on clark error grid using competitive readings (78, 85, 89) as ref. Point vs. Bd reading 28, 19, 21 yielded data points in the d range of the grid, outside of acceptable limits.